Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing on the right-ventricular (rv) channel at implant. The connections were checked and the tug test passed. The pacing impedance was found to be >2000 ohms. The setscrew was backed out and then re-tightened. The oversensing resolved and impedance was reduced within normal limits at 850 ohms. No further issues reported and no adverse patient effects were reported.

Manufacturer narrative:
Available information suggests that this device remains in service at this time. The stuck setscrew likely contributed to the observed out of range impedance measurements that were observed. A setscrew can become cross-threaded if angular force (>/< 90 degrees) is applied when tightening the setscrew. In such a case, the wrench ratchets before the setscrew makes contact with the lead. A setscrew that has become temporarily stuck (cross-threaded) can be loosened by rotating the torque wrench counter clockwise until the setscrew spins freely. The setscrew can then be retightened by ensuring the torque wrench is seated perpendicular (90º) to the connector block and slowly rotating the torque wrench clockwise until it ratchets once. Additional information was received that the device was electively explanted over five years later when the patient was down-graded to a pacemaker. The device was returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.